Event description:
The customer reported a leak from reagent probe a when using the unicel dxc 800 synchron system. The customer verified the reagent syringe was tight and tubing was connected properly. The customer performed shut down of the instrument to restore original alignment. A field service engineer was dispatched to evaluate the instrument. The customer was wearing gloves, protective eyewear, and a labcoat. There was no report of operator exposure or injury. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and confirmed leaking from the collar wash. The collar wash valve was replaced and no further problems observed identified failure mode: the failure mode is the collar wash valve (472689). No erroneous test results were associated with this event. A leaking collar wash can impact any or all chemistries, including critical chemistries. The beckman coulter (bec) internal identifier for this report is (B)(4).